Manufacturer narrative:
Email : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late and capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side "folds", "homogeneous liquid", "palpable nodulation", "implant position change", "progressive induration" and "baker IV capsular contracture." Device remains implanted.

Event description:
The device has been explanted.